Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and ECG monitoring stress testing in leads and pad's view without duplicating the report. The device was recertified and returned to the customer. The multifunction cable was not returned for evaluation. Review of the device activity logs did not show any faults that could be associated with customer report. No trend is associated with reports of this type.